Event description:
It was reported that there was an ECG anomaly observed on the device. Abbott technical support was contacted to provide an explanation for the behavior and recommend reprogramming. No intervention was performed. There were no adverse consequences.